Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. Concomitant medical products: 7122 competitor lead, (B)(6) 2009; 419478 lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when their device was programmed left ventricular (lv) tip to right ventricular (rv) coil. The device was explanted and replaced. It was further reported that the patient experienced persistent diaphragmatic stimulation and nerve stimulation when a bi-ventricular pacemaker was attempted during an implant procedure and the device was programmed lv tip to rv coil. All programming configurations were evaluated with no success. The device was not used and was successfully replaced with a bi-ventricular defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.